Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d9, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to use error. Visual examination of the returned product verified item and lot number. Cosmetic inspection of the product found it to show signs of repeated use; nicks, gouges, scratches, wear and strike marks. Inspection confirms the impactor pad has fractured and not all the pieces were returned. Device was submitted for further analysis. Analysis determined that the impactor was returned with the incorrect impactor pad. The fracture analysis of the impactor pad are consistent with the overload failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product code: phx. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor implanted glenosphere with two prong inserter, then used secondary impactor when the tip of the impactor fractured. Attempts have been made and no further information has been provided.